Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was 80% stenosed, and a 6f short sheath was placed, and angiography was performed. After the lesion was determined, the lesion was dilated, and the 6.0mmx18mmx150cm express vascular sd stent balloon expandable was advance along with the guidewire but it could not cross the lesion. After many unsuccessful attempts, the stent was removed. Upon removal, it was found that the stent was deformed. The procedure was completed by dilating the lesion using a sterling balloon catheter. There were no patient complications as a result of this event, the patient condition following procedure stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was 80% stenosed, and a 6f short sheath was placed, and angiography was performed. After the lesion was determined, the lesion was dilated, and the 6.0mmx18mmx150cm express vascular sd stent balloon expandable was advance along with the guidewire but it could not cross the lesion. After many unsuccessful attempts, the stent was removed. Upon removal, it was found that the stent was deformed. The procedure was completed by dilating the lesion using a sterling balloon catheter. There were no patient complications as a result of this event, the patient condition following procedure stable. It was reported that the target lesion was severely tortuous and moderately calcified.